Event description:
Ventilator oxygen percentage analyzed at 22%, at 40-60%. Patient's rr increased. Saturated 02 decreased to 80's. Baystate medical center submits this report pursuant to the provisions of 21 cfr part 803. This report shall not be construed as an admission by baystate medical center that it or any of its employees or affiliates caused or contributed to the incident described herein.device labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. Date last serviced: 01-sep-92. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, computer hardware performance tests conducted, computer software performance tests conducted, computer software performance tests conducted. Results of evaluation: component failure. Conclusion: device failure occurred but not related to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device repaired and put back in service. Invalid data - on device destroyed/disposed of status.